Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced a blood glucose of 37 mg/dl with difficulty speaking and confusion associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and self treated with food and/or drink. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.